Manufacturer narrative:
Concomitant medical products: product ID: 694765, implant date: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds, low impedance, and undersensing on the right atrial (ra) lead. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.